Event description:
It was reported that a single lumen PICC had a substantial tear beneath the skin surface without exhibiting any signs of leaking around the exit site. Large redness in the ac fossa was noticed which led to think that patient may have experienced a subcutaneous extravasation - additionally, the drug was a vesicant with the potential to cause tissue death. There was a substantial tear across one half of the PICC at least. This has occurred previously, but this case has highlighted the dangers if the damaged portion happens to be within the subcutaneous space from the skin to the vein. This has been reported to (B)(6).

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The partial tear in the tubing is located at the 39 cm depth marker. The tear is nearly perpendicular to the axis of the tubing. One half of the partial tear site exhibits a smooth and rounded surface, which is indicative of frictional wear. Both sides of the tear site reveals rounded edges. The tubing surrounding the tear site is slightly compressed. It appears that the catheter was in a location that was subject to kinking, which may have caused the tubing to fatigue and partially tear; however, the exact mechanism of damage is unknown. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.